Event description:
Device # 2 of 2: reference MFR. Report: 3006705815-2017-00375. Follow up information identified therpay was resumed and stimulation is effective.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00375. It was reported the patient was not receiving effective stimulation due to lead migration. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced with new ones.